Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 43 mg/dl. The customer¿s current blood glucose level was 104 mg/dl. The customer experienced different blood glucose level of 170 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege that the insulin pump was over delivering. The customer stated that drive support cap appears to be normal. Troubleshooting was performed for low blood glucose level and over delivering. The insulin pump will not be returned for analysis.